Manufacturer narrative:
(B)(4). The device was returned to baxter for eval is in progress. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump delivered medication at higher rate for a longer period of time than intended. The clinician intended for a bolus of eptifibatide to be delivered at a rate of 669 ml/hr for a volume to be infused (vtbi) of 22.3ml over 2 minutes. The maintenance infusion was to start after the two minutes at a rate of 14.9 ml/hr. After 4-5 minutes, the pump was still infusing at the high rate that was set for the bolus. There was no pt injury per the customer and no need for additional medical intervention to preclude any type of injury/harm to the pt. The history log confirms an error in programming. The clinician set the primary rate to run at 600 ml/hr instead of 14.9 ml/hr.